Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, device interrogation indicated the biventricular pacing alert trigger was empty. There were no adverse consequences to the patient. Further information was requested.